Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion with hydrothermal ablation" and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included menorrhagia, stress incontinence, hypertension, gerd, uti, dysuria, urinary urgency, chest pain and biliary dyskinesia. Concurrent conditions included body mass index normal, hypertension and anxiety. Concomitant products included alprazolam (xanax), ketamine, ketamine hydrochloride (ketamin), metoclopramide (reglan), nalbuphine hydrochloride (nalbuphine hcl), omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), promethazine hydrochloride (diphergan), tizanidine hydrochloride (zanaflex), topiramate, valsartan (diovan) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain / loss (specify which one)") and experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic hysterectomy. With bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, fatigue and weight increased outcome was unknown, the migraine was resolving and the alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Event per mr: essure insertion with hydrothermal ablation was added as event. New reporters added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and headache outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Essure confirmation test not performed was added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included body mass index normal, hypertension and anxiety. Concomitant products included alprazolam (xanax), ketamine, ketamine hydrochloride (ketamin), metoclopramide (reglan), nalbuphine hydrochloride (nalbuphine hcl), omeprazole (prilosec), oxycocet (percocet), promethazine (diphergan), tizanidine, topiramate (topomax), valsartan (diovan) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced weight increased ("weight gain / loss (specify which one)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure. Supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, fatigue and weight increased outcome was unknown, the migraine was resolving and the alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received, reporters added, demographic conditions added. Events: migraines, fatigue, weight gain, hair loss, abdominal pain. Event onset date added, outcome updated, concomitant conditions and drugs added. Rcc comment added, device removal date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and cholecystectomy ("gallbladder removed") in a 34-year-old female patient who had essure (batch no. B61388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed/ plaintiff did not undergo essure confirmation test" and medical device monitoring error "essure insertion with hydrothermal ablation". The patient's medical history included menorrhagia, stress incontinence, hypertension, gerd, uti, dysuria, urinary urgency, chest pain, biliary dyskinesia and asthma. Concurrent conditions included body mass index normal, hypertension and anxiety. Concomitant products included alprazolam (xanax), ketamine, ketamine hydrochloride (ketamin), metoclopramide (reglan), nalbuphine hydrochloride (nalbuphine hcl), omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), promethazine hydrochloride (diphergan), tizanidine hydrochloride (zanaflex), topiramate, valsartan (diovan) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain / loss (specify which one)") and experienced alopecia ("hair loss"). On (B)(6) 2017, the patient underwent cholecystectomy (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic hysterectomy. With bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cholecystectomy, headache, fatigue, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown, the migraine was resolving and the alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, cholecystectomy, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Discrepancy noted in essure removal details: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received: event vaginal bleeding, menorrhagia & gall bladder removed, lot number , historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and cholecystectomy ("gallbladder removed") in a 34-year-old female patient who had essure (batch no. B61388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed/ plaintiff did not undergo essure confirmation test" and medical device monitoring error "essure insertion with hydrothermal ablation". The patient's medical history included menorrhagia, stress incontinence, hypertension, gerd, uti, dysuria, urinary urgency, chest pain, biliary dyskinesia and asthma. Concurrent conditions included body mass index normal, hypertension and anxiety. Concomitant products included alprazolam (xanax), ketamine, ketamine hydrochloride (ketamin), metoclopramide (reglan), nalbuphine hydrochloride (nalbuphine hcl), omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), promethazine hydrochloride (diphergan), tizanidine hydrochloride (zanaflex), topiramate, valsartan (diovan) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain / loss (specify which one)") and experienced alopecia ("hair loss"). On (B)(6) 2017, the patient underwent cholecystectomy (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic hysterectomy. With bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cholecystectomy, headache, fatigue, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown, the migraine was resolving and the alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, cholecystectomy, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Discrepancy noted in essure removal details: (B)(6) 2017 & (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and headache outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.